Event description:
It was reported to philips that there was a button active, which prevented the system from starting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer connected remotely and confirmed the reported issue. Upon further inspection, the field service engineer checked all the buttons on the control module but was not able to identify a malfunction. After inspection the system was confirmed to be in good working order. Further log file analysis confirmed that at 19:54 the system showed user message: an active button has been detected. Release the button to complete the startup. Logs indicate that the "floattabletopkey" was active at startup. The root cause of the reported issue could not be identified. To date, there has been no recurrence of this issue reported from the customer.